Manufacturer narrative:
Abbvie soltraqs reference record (B)(4). The device manufacturer and lot number of the jejunal tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Conservatively, abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j. Abbvie commercially has available one j tube in the united states. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was discarded. No defect, deficiency, or malfunction of the j tube was described by the reporter. The abbvie j tube is intended to provide long-term enteral access for administration of medication to the small intestine. The abbvie j is indicated for the administration of the medication duodopa (and levodopa carbidopa intestinal gel). A lot number for the product associated with the complaint is not available; therefore, a batch record review is not possible. A return sample evaluation was not performed because tubing was not available. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Review of the abbvie peg and j use fmea identified dislocation and knotting of the j tube as hazards. Several steps in j tube placement procedure were identified as potential causes that could contribute to dislocation or knot in tube, including placement of distal tip with endoscope in jejunum, withdrawal of guide wire and endoscope, cutting of intestinal tube, and attachment of connectors. Potential causes identified during use of the j tube include twisting of the tube by patient or health care provider and reinsertion of the tube by patient or health care provider after dislocation. The abbvie j instructions for use include the following warnings: an abbvie j tube should be inserted through the gastric lumen into the small intestine; it should be slack and straight - without loops. Any loops remaining in the stomach increase the risk of the tube becoming dislocated. Do not rotate the abbvie j tube as kinking or knotting may occur. The abbvie j instructions for use also include the following note on tube care: the abbvie peg tube should be carefully moved in and out slightly in the stoma every day once the site has healed. When doing so the abbvie peg tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. The abbvie peg and j risk management report documents dislocation and knots in the j tube as a risks, indicating that the risk has been reduced as low as possible, and the benefits of the duopa system outweigh the risks of tube replacement due to dislocation or knotting. Occurrences of knots are attributed to patient and healthcare provider use error, and occur at rates similar to other enteral tubing. The report also cites a literature reference indicating typical tube replacement rates. "The most commonly reported reasons for tube replacement included displacement (31%), clogged tube (22%), and mechanical failure (19%)."(1) itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the society of interventional radiology and american gastroenterological association (aga) institute, with endorsement by canadian interventional radiological association (cira) and cardiovascular and interventional radiological society of europe (cirse). Gastroenterology. 2011;141(2):742-65. Abbvie reviewed historical complaint data and no trends were identified. There are no anomalies with the abbvie j tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, the physician reported the patient's j tube was not flushing, knotted and could not be pulled out through he skin. The tube needed to be cut and the knotted portion was removed through the stomach side. The physician removed the j tube but did not replace it because the patient had irritation in her duodenum. The physician put the patient on an unspecified ppi (proton pump inhibitor) for one month and then would revisit to see if the patient was eligible for a new tube to be placed.